Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the pump seemed to work its purpose for a little bit and then it stopped. It was believed it may have been the pump or catheter, they were not sure. The pump may have had issues with a pinched catheter, leaking pump medication into the pump pocket, etc, it was unknown. The catheter was probably leaking into the pump pocket but did not know for certain. No diagnostics were done. The pump was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-mar-20. It was reported that it was thought that the pump was "leaking past the catheter" and that the drug was leaking by the catheter inserting into the spine. No further complications were reported/anticipated. It was stated that the healthcare provider (hcp) felt the pump had been malfunctioning, per the consumer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.